Event description:
The one touch basic meter was showing the insert strip icon after the strip had been inserted. No readings were obtained on the reported meter. The pt did not state any symptoms at the time of the occurrence. The pt called a medical professional for phone advice. No treatment was given. The customer service representative requested that the pt insert a strip, from a new vial of test strips. The insert strip icon was not on the display after insertion. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.